Event description:
The device displayed "defib comm error," and "ECG comm error." The first responders were unable to shock the patient. However, a flight team landed and used their defibrillator to shock the patient twice. Despite two defibrillation attempts with the second unit, the patient still went into asystole and died. The patient had multiple injuries. Complainant feels that patient would not have survived anyway.